Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle plunger rod was difficult to move during injection. The following information was provided by the initial reporter: material no.: 324912 batch no.: 8337915, unknown. It was reported the plunger rod was difficult to move during injection resulting in pain to the consumer. Verbatim: consumer reported plunger rod difficult to move during injection, causing pain while injecting. Issue involves other boxes of the same product, lot numbers for previous boxes are unavailable, samples and packaging have been discarded. Does not re-use, samples from current box will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move and needle pain on lot # 8337915. Unable to perform complaint lot history check for plunger rod difficult to move and needle pain for unknown lot number. Investigation summary: customer returned (9) loose 1cc, 6mm syringes. Customer states that the plunger rod was difficult to move during injection resulting in pain to the consumer. All returned syringes were tested and all plunger rods were able to be exercised in the barrel properly without any observed defects. All syringes were also examined and all exhibited a bent cannula. A review of the device history record was completed for batch# 8337915. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula); - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: cannula bent during use of the product by the customer. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8337915, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-03. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move and needle pain on lot # 8337915. Unable to perform complaint lot history check for plunger rod difficult to move and needle pain for unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337915. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle plunger rod was difficult to move during injection. The following information was provided by the initial reporter: material no.: 324912, batch no.: 8337915, unknown. It was reported the plunger rod was difficult to move during injection resulting in pain to the consumer. Verbatim: consumer reported plunger rod difficult to move during injection, causing pain while injecting. Issue involves other boxes of the same product, lot numbers for previous boxes are unavailable, samples and packaging have been discarded. Does not re-use, samples from current box will be submitted for evaluation.